Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired ventrio st mesh into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. To date this is the only reported complaint for this manufacturing lot.

Event description:
It was reported that the patient underwent implant of a ventrio st mesh on (B)(6) 2020. It was later noted that the labeled expiration date of the implant was (B)(6) 2020. As reported, the mesh was taken from the hospital consignment inventory. There was no patient injury and no patient intervention was required as a result.